Event description:
It has been reported to philips that the motorized movements are unavailable. The patient was on the table and had to be moved to another system, which delayed the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer stated that the motorized movements were unavailable. The philips field service engineer (fse) inspected the system onsite and couldn¿t find any fault on the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome.